Manufacturer narrative:
The actual device was not returned for eval and therefore the reported event could not be confirmed or replicated. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material and process controls were found to be within specifications. The fmc pharmacovigilance physician concluded the event of umbilical hernia is unlikely related to the liberty cycler machine. There were no reported machine malfunctions. The umbilical hernia was repaired and the pt is currently doing well and continuing with ccpd. Umbilical hernia is a common complication of pd patients. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
A peritoneal dialysis pt called fresenius tech support during setup of his cycler regarding system error alarms. The pt has had this cycler for about 2 months and hasn't seen this system error on this cycler. The pt stopped using it for the second month until 4 or 5 days ago due to hernia surgery and hasn't had any problems lately. The cassette fit snug and didn't pop out (this time) but the first time (he set up) he heard a pop. He opened the cassette door and the cassette popped out. He was on his second setup with a new tubing set. The pt was not connected to the machine at the time of the call.